Event description:
It was reported patient experienced burning and heating sensations at the ipg site. Surgical intervention was undertaken wherein the entire system was explanted at an unknown time.

Manufacturer narrative:
D6b: during processing of this incident, attempts were made to obtain date of explant but was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.